Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead returned for analysis. Proximal conductor of the lead had blood and body fluid (non obstructed), outer insulation was cut, blood noted on helix. Apparent explant damage noted.

Event description:
It was reported that patient's lead was dislodged. The lead was removed. No patient complications have been reported due to this event.